Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming button error alarm. Customer's blood glucose level was 153 mg/dl. Customer stated the she thought the device was waterproof, advised it was not. Customer had gone swimming with the device on. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.